Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 ag self test. The consumer performed the first test and it generated positive results. Repeat testing was performed and generated negative results. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Attempts were made to obtain further information from the consumer, however, no further information was received. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H11 corrections: b2 - removed life-threatening, g1, g4 - PMA/510(k).